Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not snap onto the pump. Customer's blood glucose level was 100-170 mg/dl. Customer continued to use cartridge and was able to resume insulin delivery.